Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not willing to test her blood glucose because of broken seal was found on her test strips package. Customer reported experiencing symptoms of lightheadedness, dizziness and cold sweats. Customer reported going to hospital where she was diagnosed with severe hyperglycemia and was being treated with insulin shot and avandia tablets.